Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25144071, 25144181, and 25144316; the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heating element/wire dislodged. Hospital was able to complete case with same device. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heating element/wire dislodged. Hospital was able to complete case with same device. The hospital did not report any patient effects.